Event description:
Patient reported that during the past year she has had 6 v-go devices detach from her body (abdomen) within 1 to 2 hours of use. There was no interference with clothing or increased movement or exercise during these events and patient states that proper fill, wear, and go procedure was always followed.